Event description:
It was reported that when using the bd pyxis¿ es server, a placeholder patient issue occurred. A patient was displayed as a placeholder, and a visit update was sent from the cis, which typically resolves the issue. However, the visit continued to display as a placeholder after an a08 message was sent. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: medical device catalog, medical device serial, medical device model and concomitant med prod data. Upon investigation of the actual device used in this incident it was determined that the patient continued to display as a placeholder even after a visit update and an a08 message were sent. A technical support specialist tss verified on the enterprise es and carefusion coordination engine cce servers that patient admission messages were being rejected due to an allergy data error where the allergen code exceeded the 50 character limit defined in the pyxis es specifications. The admit discharge transfer adt host was sending repeated al1 segments with long allergen descriptions causing the patient to remain in placeholder status. The tss advised that the issue required correction on the host interface side to comply with specifications. The tss followed up with the customer regarding further updates however the customer requested to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a placeholder patient issue occurred. A patient was displayed as a placeholder, and a visit update was sent from the cis, which typically resolves the issue. However, the visit continued to display as a placeholder after an a08 message was sent. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.